Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 425 mg/dl. The other relevant blood glucose levels of the customer are 279 mg/dl, 77mg/dl, 87 mg/dl. Customer stated that high blood glucose was treated using insulin pump. The customer declined troubleshooting for both high as well as low blood glucose levels. The insulin pump will be returned for analysis.